Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one traveled up to the top of my colon near my rib cage") in a female patient who had essure inserted. Other product or product use issues identified: device use issue "doctor put 4-5 in me". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: doctor put 4-5 essure coils in patient and one travelled up to the top of her colon near her rib cage. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation and device use issue. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one traveled up to the top of my colon near my rib cage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "doctor put 4-5 in me". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal distension ("when did ur belly go down") and was found to have weight increased ("lost a lot weight fast"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the device dislocation and abdominal distension outcome was unknown and the weight increased had resolved. The reporter considered abdominal distension, device dislocation and weight increased to be related to essure. The reporter commented: doctor put 4-5 essure coils in patient and one travelled up to the top of her colon near her rib cage. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation, device use issue, weight gain and bloated. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: new events- (when did ur belly go down, weight increased), new reporter added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one traveled up to the top of my colon near my rib cage/ the coil migrated north pretty bad/migrated (most likely) into hip/one coil migrate all the way up to my ribcage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "doctor put 4-5 in me" and device physical property issue "one coil was defective". In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("when did ur belly go down"), abdominal pain upper ("stomach pain"), back pain ("back pain"), pelvic discomfort ("lower pressure"), pelvic pain ("sharp pain at times"), abdominal pain lower ("awful cramping"), menstruation delayed ("I'm late this month as well"), menstrual disorder ("periods were irregardless"), affective disorder ("getting frustrated and annoyed"), acne ("pimple") and restless legs syndrome ("restless leg") and was found to have weight increased ("lost a lot weight fast"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, abdominal distension, abdominal pain upper, back pain, pelvic discomfort, pelvic pain, abdominal pain lower, menstruation delayed, menstrual disorder, affective disorder, acne and restless legs syndrome outcome was unknown and the weight increased had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, acne, affective disorder, back pain, device dislocation, menstrual disorder, menstruation delayed, pelvic discomfort, pelvic pain, restless legs syndrome and weight increased to be related to essure. The reporter commented: doctor put 4-5 essure coils in patient and one travelled up to the top of her colon near her rib cage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event "restless leg "added and reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one traveled up to the top of my colon near my rib cage/ the coil migrated north preety bad/migrated (most likely) into hip') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "doctor put 4-5 in me" and device physical property issue "one coil was defective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("when did ur belly go down"), abdominal pain upper ("stomach pain"), back pain ("back pain"), pelvic discomfort ("lower pressure"), pelvic pain ("sharp pain at times"), abdominal pain lower ("aweful cramping"), menstruation delayed ("m late this month as well"), menstrual disorder ("periods were irregardless"), affective disorder ("getting frustrated and annoyed") and acne ("pimple") and was found to have weight increased ("lost alot weight fast"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, abdominal distension, abdominal pain upper, back pain, pelvic discomfort, pelvic pain, abdominal pain lower, menstruation delayed, menstrual disorder, affective disorder and acne outcome was unknown and the weight increased had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, acne, affective disorder, back pain, device dislocation, menstrual disorder, menstruation delayed, pelvic discomfort, pelvic pain and weight increased to be related to essure. The reporter commented: doctor put 4-5 essure coils in patient and one travelled up to the top of her colon near her rib cage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event "getting frustrated and annoyed and pimple "were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one traveled up to the top of my colon near my rib cage/ the coil migrated north preety bad/migrated (most likely) into hip') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "doctor put 4-5 in me" and device physical property issue "one coil was defective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("when did ur belly go down"), abdominal pain upper ("stomach pain"), back pain ("back pain"), pelvic discomfort ("lower pressure"), pelvic pain ("sharp pain at times"), abdominal pain lower ("aweful cramping"), menstruation delayed ("m late this month as well") and menstrual disorder ("periods were irregardless") and was found to have weight increased ("lost alot weight fast"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, abdominal distension, abdominal pain upper, back pain, pelvic discomfort, pelvic pain, abdominal pain lower, menstruation delayed and menstrual disorder outcome was unknown and the weight increased had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, back pain, device dislocation, menstrual disorder, menstruation delayed, pelvic discomfort, pelvic pain and weight increased to be related to essure. The reporter commented: doctor put 4-5 essure coils in patient and one travelled up to the top of her colon near her rib cage. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event sharp pain added. On 20-mar-2020: social media content received: reporter added. Events: back pain, lower pressure added. On 20-mar-2020: social media content received: reporter added. On 20-mar-2020: social media content received: reporter added. Events: stomach pain, back pain, had 3 placed were added. On 23-mar-2020: social media received. Reporter added. On 23-mar-2020: social media received. Reporter added. Fu 8, 9, 10, 11, 12 and 13 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one traveled up to the top of my colon near my rib cage/ the coil migrated north preety bad/migrated (most likely) into hip/one coil migrate all the way up to my ribcage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "doctor put 4-5 in me" and device physical property issue "one coil was defective". In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("when did ur belly go down"), abdominal pain upper ("stomach pain"), back pain ("back pain"), pelvic discomfort ("lower pressure"), pelvic pain ("sharp pain at times"), abdominal pain lower ("aweful cramping"), menstruation delayed ("m late this month as well"), menstrual disorder ("periods were irregardless"), affective disorder ("getting frustrated and annoyed"), acne ("pimple") and restless legs syndrome ("restless leg") and was found to have weight increased ("lost alot weight fast"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, abdominal distension, abdominal pain upper, back pain, pelvic discomfort, pelvic pain, abdominal pain lower, menstruation delayed, menstrual disorder, affective disorder, acne and restless legs syndrome outcome was unknown and the weight increased had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, acne, affective disorder, back pain, device dislocation, menstrual disorder, menstruation delayed, pelvic discomfort, pelvic pain, restless legs syndrome and weight increased to be related to essure. The reporter commented: doctor put 4-5 essure coils in patient and one travelled up to the top of her colon near her rib cage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.